Manufacturer narrative:
Tech found bed in basement storage area. Found bad valve causing head of bed malfunction. Replaced the valve, checked functions to resolve this issue.

Event description:
Info rec'd alleged that the head of the bed would not go up. No injury alleged.